Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they does allege pump was under delivering. The customer¿s blood glucose level was 380 mg/dl and 274 mg/dl. Customer states that they experienced high blood glucose. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer did experienced the symptoms such as vomiting, chest pain and difficulty in breathing. Customer states that insulin pump had no delivery alarm. Customer states that insulin was exit. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer reported that blood at site after removing infusion set. The insulin pump will not be returned for analysis.